Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multi-rate infusor leaked. This occurred after filling of the device with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the cause of the reported condition was due to an incomplete bladder crimp; however, the cause of the bladder crimp was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch was manufactured march 15, 2013 - march 18, 2013. Evaluation summary: the device was received for evaluation. Visual inspection and functional leak testing revealed a leak from one side of the bladder crimp. The reported condition was confirmed. A batch review was conducted and it was found that during manufacturing, there was a leak at the bladder crimp of one representative sample. Additional samples were tested and the lot passed the sampling acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted.